Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and low out of range pace impedance measurements in unipolar configuration. When switched to bipolar configuration, the noise is gone and the pace impedance measurements go back to normal. Boston scientific technical services reviewed device data and recommended x-ray to check the lead and to see that the terminal pin is fully inserted in the device header. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this system exhibited high out of range pace impedance measurements. Boston scientific technical services discussed testing the system and programming options. An x-ray of the system noted no anomalies. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the automatic capture (ac) feature for this pacemaker was found to be pacing in retry mode at a high outputs due to potential loss of capture (loc) on the right ventricular (rv) lead resulting in high power consumption. Review of stored device memory noted that rv threshold measurements were stable at 0.9-1.0 volts. Boston scientific technical services (ts) discussed the option of continued monitoring or performing manual threshold testing and programming the device to a fixed output.